Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultra meter was not working, but the patient was unable to specify the problem. The medical affairs specialist spoke to the patient on seventeen days later. The patient stated that his meter stopped functioning on a week prior to original date. He woke up, the following morning and soon after passed out. His wife was with him at the time and she called the paramedics. The patient was taken to the hospital and was admitted with a blood glucose result of 1000 mg/dl. He stayed in the hospital for 10 days and was treated with insulin. The patient also reported that his insulin pump stopped working at the same time as this event; it was not delivering insulin. The patient could not remember when he was last able to test or how long the pump was not functioning. This complaint is reported, as the issue was not resolved; the patient was unable to test on his meter and subsequently passed out.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.